Event description:
It was reported that one of their surgical tables is unlocking the floor locks on its own over a span of an hour. There was no patient involvement and they left the table in the hallway until it is serviced.

Manufacturer narrative:
There is no established expiration date for this device. Evaluation summary: the root cause was found to be a hydraulic leak at the floor lock cylinder causing fluid loss and a drop in pressure at the floor lock feet. The issue could be recreated by the service tech and it took 50 mins for the floor locks to unlock itself. The table was sent back in-house for repair and further investigation revealed that there was a worn out washer causing the hydraulic leak. Also, this leak lead to a loss of fluid creating decreased pressure at floor lock feet. This drop in pressure caused the floor lock feet to unlock itself which render many articulations through handheld control unattainable. This is not a single-use device.